Event description:
Info received indicated the emergency trendelenburg function was not functioning.

Manufacturer narrative:
Hill-rom technician replaced the trendelenburg valve to resolve the issue.